Event description:
Patient who was implanted with apogee graft in 2007 reported she has had constant allergic situation with severe hives from the waist down, vaginal and anal pain since the surgery. Patient is in high dose of steroids and pain meds that do not help her condition.